Event description:
It was reported by a healthcare professional in france that during a shoulder arthroscopy procedure on (B)(6) 2023, it was observed that the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece device had flashing, alarm and sparks that occurred in the patient's joint. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 10 additional narrative: investigation summary - the complaint device was received and evaluated. Visual inspections revealed saline residues into the suction tube. Black spots were found near the active tip. No visual damaged found in the shaft and cord. The electrode was sent for electrical test and further investigation. The vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result, the device was returned in the original packaging, the distal tip is in a used condition, the plastic manifold has been damaged, scrape marks on return shaft and heatshrink below active tip and manifold, no visible damage to handles, cables or plugs; finally, some residue is visible in the suction tube. The electrical hipot test was failed and when the device was activated an output short error was confirmed on both ablate and coag mode, also sparking was seen in both modes. A DHR review has been performed for lot u2209053; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product DHR, investigation findings & product risk analysis document no correction or containment action has been recommended. This complaint can be confirmed. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA investigation. As detailed in control plan 920721-hj, one piece lps electrodes are 100% inspected for functionality as part of their product test regime (process ID 190) therefore all reasonable containment is still in place. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.